Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fracture at proximal end.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and updated device information . A titan touch and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 near the base. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to this separation, indicating the tube had kinked onto itself. Abrasion was also noted on other areas of the cylinder 2 exhaust tube and all tubes of the pump. No functional abnormalities were noted with cylinder 1 or the pump. Based on examination of the returned product, the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 2 to be kinked onto itself. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.